Event description:
Unomedical reference number (B)(4). Event occurred in japan. On (B)(6) 2022, the patient reported that the parts at the root of the infusion set's tube and cannula were shredded. According to complaint investigation performed on the used device (1 tubing), the tubing was detached from the tubing connector due it was not properly assembled to the tubing from tubing connector. No further information available.